Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 90 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defects-shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defects-shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during inspection with bd tube pln plh 13x100 5.0 plbl rd there was a molding defect. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking. Defect: molding defect-shield. Quantity: 1. Effects: no other adverse effects on patients.

Event description:
It was reported that during inspection with bd tube pln plh 13x100 5.0 plbl rd there was a molding defect. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking. Defect: molding defect-shield. Quantity: 1. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.